Event description:
It was reported that during a procedure, the tip broke off of a shaver. The broken piece was retrieved from the pt, and an x-ray was performed to confirm the metal was removed. Follow up was conducted with the user facility, which confirmed that the metal was retrieved, which extended the time the pt was under anesthesia. It was confirmed there was no harm to the pt.

Manufacturer narrative:
Final investigation showed that the inner shaft was bent and the device tip was broken. The damage was consistent with contacting a metal object during use.